Event description:
The reporter indicated that during a outpatient follow-up session, no pacing spike was observed on ECG, and "high ohms" were shown on the telemetry under both unipolar and bipolar settings. A subclavian fracture was suspected by the doctor and an x-ray was taken. The lead was replaced. The lead was retained in patient's body.